Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field service engineer (fse) evaluated the system and determined the involved part did indicate smoke residue, to which photographs were taken. The part was discarded and not available for further analysis. Log files were not available for investigation. The fse services and replaced the affected parts and the system was returned to the customer. (B)(4).

Event description:
Philips received a report that the site was performing a cardiac spect study and during the acquisition the collision sensor on the collimator pad was activated. The system motion stopped but smoke started to come from the detector and was inhaled by the pt. According to the technologist, the pt was feeling nausea after inhaling the smoke, however no further medical information was made available.